Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was pulled back from body of device, the suture broke. A non-abbott hemostasis pad with manual arterial compression was used to obtain hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) . Evaluation summary: the device was returned for evaluation. The reported suture break was confirmed as indicated by the condition of the returned device. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue based in the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.